Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09639. It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial and right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. Fluoroscopy imaging was performed, and externalized conductors were observed on the right ventricular lead. It was noted that the patient was asymptomatic to the noise and externalized conductor issues. Both leads were explanted and replaced on (B)(6) 2019. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 4.0-5.5 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.